Event description:
The hospital reported that during the saphenous vein harvesting procedure, three bipolar scissors had intermittent power output issues. The procedure was completed via bridging technique. No other patient complications were reported. This report is for the first issue that failed and a subsequent device was used to attempt completion of the procedure.